Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that during a vat and wedge resection procedure, the device with a green reload was fired across lung tissue. The first firing was quite difficult due to the thick lung tissue. After completion of the first firing there was some bleeding along the staple line. The nurse changed the reload, and the surgeon noticed the jaws couldn't close properly. There was a gap at the distal end of the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.